Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a second fractured device was returned to zimmer biomet. Technical evaluation identified the tip appeared to be broken. Reporter for the linked complaint does not have record of a second faulty device or incident of failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Quattro suture passer needle was received and evaluated against the complaint. Product was returned with obvious signs of damage. The suture passer needle is bent and fractured at the tip. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. No medical recorder were provided for the investigation the complaint is confirmed through the device evaluation however a definitive root cause cannot be determined with the information available no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report